Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with syncope and experiencing fatigue. The right ventricular lead exhibited decreased impedance, noise, unacceptable thresholds and inhibition of pacing. The lead was capped and replaced on (B)(6) 2014. During the procedure the physician noted the lead was fractured.